Manufacturer narrative:
Patient information added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. However, the valve did not meet requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve did not meet the requirements for leak testing due a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a strata mr valve was explanted due to it not working. The explanted valve was sent to pathology and will be returned for analysis at a later date. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was suspected there was obstruction within the valve as there was no flow. There was no definitive cause of the issue listed within the operative note. Prior to the issue arising, it was stated the patient fell and hit her head. Although the patient had a history of hydrocephalus, they had minimal improvement, but radiographically, the studies showed progressive decline in their ventricular size. The patient experienced gait dysfunction, lightheadedness, headaches, dizziness, nausea, and vomiting.